Event description:
It was reported the patient received the following results within 15 minutes: 465 mg/dl, 253 mg/dl, 120 mg/dl (system 1) and 253 mg/dl (system 2). The same vial of test strips was used with both meters.